Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured. There are (B)(4) units in stock in b. Braun surgical warehouse. Received one closed box that contains 6 packs. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength test has been conducted with the closed samples received and the results are 0.239 kgf for the minimum and 2.871 kgf for the maximum. B. Braun surgical requirements are that the individual values must be between 0.080 kgf and 1.700 kgf, nevertheless, two values higher than the maximum value are accepted in 15 units tested. Tested the 48 sutures received and obtained only two values with higher values than the maximum. The units tested fulfill product specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. The needle detached from the thread.